Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing came apart from the site. This was noticed when the patient woke up and felt high. Reportedly, his blood glucose level was 170 mg/dl. The site was right leg and the pump was hanging over the bed on the same side. The infusion was used for less than 48 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient stated that there was stress or pull on the tubing as the pump hanged over the bed. The pump was not dropped with the set connected to the patient's body. No further information available.